Event description:
It was reported that approximately 2.5 months after implant, oversensing, noise, and a low sensing value was seen on the right ventricular lead. During the lead revision procedure, no connection issue was found, so the lead was explanted and replaced. No patient complications have been reported as result of this event.

Event description:
It was reported that approximately 2.5 months after implant, oversensing, noise, and a low sensing value was seen on the right vent ricular lead. During the lead revision procedure, no connection issue was found, so the lead was explanted and replaced. No patient complications have been reported as as result of this event.

Event description:
It was reported that approximately 2.5 months after implant, oversensing, noise, and a low sensing value was seen on the right ventricular lead. During the lead revision procedure, no connection issue was found, so the lead was explanted and replaced. No patient complications have been reported as as result of this event.

Manufacturer narrative:
Product event summary: the lead was returned, analyzed, and no anomalies were found. The analyst noted that there was no damage on the lead and there was tissue in the helix.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: product performance information was collected, analyzed, and oversensing was noted as five lead failure predictor episodes <(><<)>=212 msaverage v-cycle occurred between (B)(6) 2012. Two ventricular fibrillation episodes at 180ms average v-cycle occurred on (B)(6) 2012. It was also noted that there was interference/noise as the ventricular short interval count was 2012 counts in 67.2 days between (B)(6) 2012. A lead integrity alert was also triggered for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: product performance information was collected, analyzed, and oversensing was noted as five lead failure predictor episodes <(><<)>=212 ms average v-cycle occurred between (B)(6) 2012. Two ventricular fibrillation episodes at 180ms average v-cycle occurred on (B)(6) 2012. It was also noted that there was interference/noise as the ventricular short interval count was 2012 counts in 67.2 days between (B)(6) 2012. A lead integrity alert was also triggered for lead failure predictor on (B)(6) 2012.